Manufacturer narrative:
Batch review performed on 17-dec-2020: lot 175282: (B)(4) items manufactured and released on 14-aug-2017. Expiration date: 20-jul-2022. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient had primary knee surgery and was implanted with competitor components. On (B)(6) 2020, the patient came in for reasons unknown and had the competitor implants revised with medacta. During the revision knee surgery, while the surgeon was implanting the final insert implant, the screw broke. The surgeon was not able to extract the broken threads and ended up cementing the bearing into the tibial tray to complete the case. There was no delay in the surgery and a consignment set was utilized. The surgery was completed successfully. A 6 nm screwdriver has been used.